Manufacturer narrative:
The reported events of high pacing impedance and high defibrillation impedance were not confirmed. As received, a complete lead was returned in one piece. Visual and x-ray examination of the lead did not find any anomalies. Electrical testing did not find any indication of conductor fractures or internal shorts. No anomalies were found.

Event description:
It was reported that during initial implant procedure, patient's new implanted right ventricular (rv) lead exhibited high out of range pacing and defibrillation impedance. The lead was not used and the procedure was completed using an alternate lead on (B)(6) 2023. The patient was stable.